Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was intermittently unable to obtain an ECG signal via 12-lead monitoring leads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact. The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file did show the device did not detect a valid patient impedance through leads. Later in the case when proper criteria was met, the device successfully acquired a 12 lead interpretation. Appears to be user correctable. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2024-04819 for a similar report from the same customer.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.